Event description:
It was reported that a patient enrolled in a clinical study underwent bilateral partial knee arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on the right knee on an unknown date due to unknown reasons.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Product location unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.